Event description:
This procedure was performed in germany as part of the definitive ar study: the date of the original procedure was (B)(6), 2011. On (B)(6), 2012 the patient was hospitalized due to progradient aneurysm of the popliteal artery. The aneurysm was not present prior to the study procedure. Aneurysm treatment of exclusion of pseudoaneurysm with endoprosthesis was performed. The patient was discharged on (B)(6), 2012.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.